Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 2 months post implant, patient has developed a "z-syndrome", some capsular haze, and fibrotic bands in the capsule. Lens orientation change was noted and described as, "haptic forward and planar (not posterior)". The surgeon indicated the likely cause of the event as "changes in capsule". The surgeon planned to reposition lens on (B)(6) 2015.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7449938) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. The information received indicated that the patient is (B)(6). According to the directions for use, the safety and effectiveness of this lens have not been evaluated in patients under 50 years of age.